Manufacturer narrative:
(B)(4). On an unreported date, patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of peritonitis was unknown. The patient was hospitalized for the event. On an unreported date, the patient began treatment with cefepime (500mg, frequency, duration and route not reported) for peritonitis. The action taken with dianeal therapy was not reported. The patient was recovering from the event of peritonitis. No additional information is available.